Event description:
Same case as MFR ID # 2134265-2013-09854. It was reported that during a percutaneous transluminal coronary angioplasty, thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.5x20mm promus element plus and a 3.0x12mm promus element plus stents were implanted in the mid to proximal lad. Following implant longitudinal deformity was noted. An additional 3.5x38mm promus element plus stent was advanced; however, was unable to cross the through the previously implanted stents. No patient complications were reported and the patient status is stable. 13 days following the initial procedure the patient returned with chest pain. Cardiac catheterization revealed a total occlusion and thrombus located in the ostium and deployed stents implanted in the left anterior descending (lad) artery. It was also noted that the position of one of the implanted stent moved from its original position and was now overlapping the other stent. The patient will be submitted for a ventricular viability test. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was treated with administration of thrombolytic and dap.